Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. Loss of pain relief was noted. The patient underwent a scs system replacement procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2026. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1160. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: spectra wavewriter ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 25386335. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).